Event description:
The iab leaked. Blood was noted in the catheter. (Event complications:none from the event - reported 5/28/97.) (Pt's current status:unk - rpt'd 5/28/97.)

Manufacturer narrative:
Evaluation: the iab was received for evaluation with a trace amount of blood noted on the exterior of the device. No blood was observed within the membrane, the catheter tubing, or the inner lumen which is not indicative of a balloon membrane failure that takes place during use. Underwater leatk testing revealed four scattered leaks in the balloon membrane. Microscopic examination revealed several abnormal-type penetrations in the membrane located approx. 5.5" and 10" distal to the catheter/membrane junction. These membrane penetrations measured in range from .005" to .095" in length. In addition, the edges of these penetrations appeared extremely jagged and rough with extending "cracks". It was not possible to identify any penetration which allowed the reported "blood" to allegedly enter the device. Probable cause of difficulty: at this time, datascope is unable to determine exactly the true nature of these abnormal membrane penetrations. The iab exterior was clean of all but trace amounts of blood indicating that the balloon catheter had been cleaned prior to shipping to datascope. The complaint also stated that the pt was not affected by the incident, thereby further leading one to believe all the penetrations that were observed resulted after the balloon was removed from the pt. These abnormal penetrations may have been caused when the balloon exterior came into contact with a chemical cleaning substance used in cleansing the balloon prior to sending it to datascope or by radiation when the product was sent out for sanitization, or a combination of cleansing solution and radiation. Since the penetrations, especially the one at the balloon tip, are quire large, one would have expected the balloon to contain a large quantity of blood and the pt to have suffered a neurological defect if there had been a membrane penetration during use. Co are unable to locate a plaque abrasion, fatigue failure, or an inner lumen separation which would have allowed blood to enter the device. This is why co believe the penetrations in the balloon were created after the iab was removed from the pt (possibly they were caused by some cleaning agent, radiation, or a combination of both). Upon further investigation, datascope was informed that the balloon was cleaned with a chemical agent prior to its return for evaluation. This add'l info supports co's theory that the penetrations occurred after removal and were either caused by the cleaning solution, subsequent radiation, or the combination of both.